Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was not closing properly. The procedure was completed with a back-up device, with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed the instrument had five uses remaining and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The maryland bipolar instrument was found to have a broken grip cable at the proximal end in the housing. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Moreover, the instrument was found to have the entire length of the main tube surface with degradation.